Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software did not accurately adjust the amount of insulin delivered. The customer experienced elevated and low blood glucose (bg) levels, however, specific values were not provided. Multiple follow up attempts were made to complete troubleshooting with the customer and to gather additional information, however, the customer did not respond to follow up attempts.